Manufacturer narrative:
Additional info has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Acdf at c5-c7 was performed on an unk date. Surgeon placed 2 bone dowels between c5-c6 & c6-c7 and added cervical spine locking plate at c5-c7. Status post, pt complained of radicular pain. Follow-up visit x-rays confirmed non-union at c6-c7. Pt revised on (B)(6) 2011. Both bone dowels and the cslp plate were removed. New plate and new bone dowels were placed at c6-c7. Pt flipped to prone position. Axon instrumentation placed off label in posterior lateral masses from c5-c7. Hardware removed was discarded. Surgeon noted that the explanted hardware was not damaged or broken. No reported issue with hardware. This is the 1st of 2 reports submitted on this event.